Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a patient with an unknown side ruptured textured implant who is looking to replace it with smooth due to concerns with the product. Device remains implanted.